Manufacturer narrative:
D6.a: implant date is year valid only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got the new ins in 2023 and from the beginning there where no problems with the ins and charging. But now when the ins was used and came down to 50% of charging, the ins itself, turned off and no neurostimulation was given. The patient programmer says that it's turned off. As soon as he starts to charge it and it¿s over 50% the ins gives stimulation again. As soon as the patient recharged the ins over 50% it was possible to switch on again. They will meet the patient the 1st of october and check the programming, the ins, and the equipment. The issue was not resolved at the time of the report. The rep would obtain information from the hcp on the 1st of october when they will meet the patient. The patient was alive with no injury at the time of the report. Technical services noted that it is not expected to perform differently at varying charge levels. Typically, battery level only affects stimulation output when the settings are higher than what the battery can handle, which usually triggers an out of regulation (oor) condition. In such cases, the oor condition is shown in the patient programmer with an error message. Additional information was received. It was reported that no error message has shown up and there were no error codes. They will check the impedances on oct 1st. Regarding how the patient knows that the stimulation was off was that he feels it and the programmer shows that stimulation was off. The customer reported this and the rep will check more on oct 1st. Regarding if the patient needs to turn the stimulation back on, it was reported that the information the rep got was that he has to turn it on again. He has a program he feels /just above patient threshold, so it¿s very clear when it turn off. They will check on if anything in particular happened before this began and test the device below 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the customer did not know the cause of the issue. The patient was prompted to charge at least one time per week on (B)(6) 2025. So far this had worked well for the patient, and the ins had not switched off. However, it still did not show the percentage of charging for the step below 50% sometimes, and sometimes it did. The issue was not fully resolved. The patient would continue to charge at least once per week, and they would do a follow-up again in four weeks. It was noted that this information was confirmed/provided by the physician. Additional information was received from the rep. It was reported that the correct implant date was (B)(6) 2023; however, this conflicts with the implant date from the session report which was (B)(6) 2023.

Event description:
Additional information was received from the rep. They met the patient on (B)(6) 2025. The patient went home as they couldn't wait until the charger got below 50%, but the rep instructed the patient to take a video during the time when it becomes under 50% and stimulation switches off. On (B)(6) 2025, the patient met the nurse again and the stimulation was still working. The patient had not recharged the ins and the both the patient handset and clinician tablet said that it was still 50%. The rep noted that this was strange that after two days it still showed 50% with dtm (differential target multiplexed) plus cl (closed-loop). They thought about if there could be a bug in the software of the ins where it showed not less than 50%, although there was actually less than 50% charge left. Now they've asked the patient to contact the nurse during the day on (B)(6) 2025 if stimulation switched off. If this doesn't ha ppen, the patient would contact the nurse on (B)(6) 2025 and tell what happened during the weekend. Both older and the newest application logs/reports were provided. A session report showed all impedance within normal range. From the reports, it was clear that the ins battery was frequently allowed to fully discharge, which lead to the stimulation turning off. There were some inconsistencies in the data, such as a date in the recharge graph between (B)(6) where an (B)(6) date was shown and the battery jumped from 0% to 50% in the next recharge session. Additional information was received from the rep. It was reported that the issue began in the summertime of 2025. The patient has observed a battery level below 50% since the beginning when the ins was implanted, but from the summer it had only shown down to 50%. The patient said they charged every second day. Both on (B)(6) 2025 and (B)(6) 2025, they checked the ins battery level with the patient handset and clinician tablet and both showed 50%. The rep would tell the patient/nurse to let the ins fully discharge then fully charge to 100%. It was noted that the information in the recharge diaries of the reports did not match the patient's claim of charging every two days. Instructions were provided to the rep on how to pull additional repo rts/data, and the rep would try to get these report on (B)(6) 2025. Additional information was received from the rep. The nurse met with the patient on the morning of (B)(6) 2025, and during the weekend, the ins had lost stimulation and at that time the recharger jumped in between 40%, 50%, and back to 40% which was noted to be strange. Additional reports from (B)(6) 2025 were provided. It was reported that nothing special happened before these issues first began in the end of spring/beginning of summer. For a short while over the weekend, the battery showed 40% for a few hours then it was back to 50% again. The rep noted that it was interesting that it showed 10, 20, 30 and at the moment popped up to 40%. It was further clarified that the patient charged every fifth day, but sometimes during the issue charger every day or every second day. The nurse and patient decided that the patient would charge every seventh day in the next two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.